Event description:
When the surgeon tried to break the tube. Two bottles of antibiotic simplex ref (B)(4) found the tube head auto break into sharp jagged pieces.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.